Event description:
It was reported that a screw became loose on an unknown tooth site. The screw was retightened, and the patient will need to return to have it replaced. There was no impact to patient.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No additional event information was received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay corrected data. Corrected data: the doctor reported the screw catalog item number as mhlas. A different screw was reported in error. One (1) scr replace friction-fit gold & ti abut int hex (mhlas) was returned for investigation. Visual evaluation of the as returned implant identified no malfunction that could lead to the reported event. Based on the evaluation, device malfunction did not occur. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported device that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR and complaint history review could not be performed, as the subject lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Complaint history review by item # was performed for the mhlas for 12 months from notification date, for similar events and revealed no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. The complaint is related to the functional performance of the device. Functionally tested with an in-house implant and no malfunction was detected, nor was the event able to be recreated. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are abutment cone prepped in error, user error, insufficient training, abutment not seated properly, tissue interference, and screw/product not torqued to specification. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.